Event description:
It was reported that there was a "travel course error". There was no injury and the event occurred during testing.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, and a cracked plunger case. A 'check clutch/travel course reverse error' was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worn-out clutch halves were the root cause. The service history review had no indication that the complaint was related to a service of the device within the review period.